Event description:
It was reported that a large volume infusor overinfused. The infusion ran over eight to twelve hours, instead of the expected 24 hours. The unit contained cephazolin 6 grams. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is medical device report 1 of 2

Manufacturer narrative:
(B)(4) - this lot was manufactured between february 14, 2014 - february 15, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.